Event description:
After use in surgery, a piece of the drill tip was noted to be missing. The drill was used successfully to dril both the tibial and femoral tunnels. X-rays taken showed a small metal fragment buried within the patient's tibia. Piece was not removed.

Manufacturer narrative:
Condition of the drill is consistent with impacting another device or the need for sharpening at the time of the event. Device has been in use for nearly eleven years without any prior issues. Conclusion: improper use.